Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse getting alert 113 (reduced water temperature) in arctic sun device. The patient temperature 33.4c, target temperature 33.5c, water temperature 32c, flow rate 1.2lpm, chiller temperature t4 7.2c, mixing pump command 0 percentage, heater command 59 percentage, water level 5, system hours 1306, pump hours 1193. Nurse placed device in manual at 40c to see if it might be overfilled. Seemed stuck around 35c so drained 500ml of water, then the water temperature increased to 40c. Disabled manual control and started cooling again. Advised if device alerts 113 again it will need to go to biomed.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the device was not returned.

Event description:
It was reported that the nurse getting alert 113 (reduced water temperature) in arctic sun device. The patient temperature 33.4c, target temperature 33.5c, water temperature 32c, flow rate 1.2lpm, chiller temperature t4 7.2c, mixing pump command 0 percentage, heater command 59 percentage, water level 5, system hours 1306, pump hours 1193. Nurse placed device in manual at 40c to see if it might be overfilled. Seemed stuck around 35c so drained 500ml of water, then the water temperature increased to 40c. Disabled manual control and started cooling again. Advised if device alerts 113 again it will need to go to biomed.